Event description:
Customer reported the device scan icon is not present. Rals configuration not changed. Soft reset performed then docked. Customer sterated the scan icon was still not present and device was docked. A request wasw made for the return of the suspect device and replacement product was sent.